Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and the administration cassette-port connector contained hair-line cracks. Microscopic examination concluded there was white stressing on the material consistent with a stress-induced fracture caused potentially by user during connection. The cassette was tested on a calibrated console and leaked from the crack on the administration cassette-port connector. The source of the leak is a crack on the red cassette port connector on the admin. Manifold. The root cause of the customer's complaint could not conclusively determine when and where the crack occurred, however, based on the white stressing on the material, it likely occurred post-receipt of the sample by the customer. After investigation of this complaint, no corrective action is required at this time as the root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that unexplained water leak of cassette before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).